Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was directed to the emergency room (ER) due to intense pain at the pocket site. The physician determined that the pocket site was infected and believed that it was related to recent pocket relocation procedure. The patient underwent an explant procedure and was placed on intravenous antibiotics. All device components were explanted and will not be returned.